Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that during a low anterior resection, the surgeon attempted to fire the device; however, the device stopped firing the moment after starting. Since status indicator did not show blue light, the surgeon pushed the green button and press the blue toggle to fire the device; however, the device still did not move at all. The silver toggle was pressed to release the jaws, then the blue lamp illuminated. Replaced by new sulu, the device worked fine. No reinforcement material use in conjunction. Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Nothing will be returned for investigation.